Manufacturer narrative:
510k: this report is for an unk - nails: expert tibial/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the complaint (B)(4) involves the infection with etn protect. I have suggested one of our product managers come and speak with him to get the full details. It sounds like both cases were very complex open fractures both involving skin flaps. This report is for one (1) unk - nails: expert tibial. This is report 1 of 2 for (B)(4).